Event description:
It was reported that during generator change procedure, dislodgment was observed on the left ventricular lead. The lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient is doing well and was discharged the same day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.